Event description:
It was reported that the device had a docking error resulting in cases having to be rescheduled. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that the device had a docking error resulting in cases having to be rescheduled. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the battery life exceeded. If the battery charge is insufficient due to the battery life being exceeded it can result in the rover being unable to dock. The technician replaced the battery and returned the unit to service.